Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted with less than a week of use due to a microperforation. The patient had discomfort and underwent a surgical intervention to remove the lead and implant a similar product. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The perforation allegation was not confirmed by lab analysis, but was assigned a cause code based on the field report (known inherent risk of device).

Event description:
It was reported that this right ventricular (rv) lead was explanted with less than a week of use due to a microperforation. The patient had discomfort and underwent a surgical intervention to remove the lead and implant a similar product. No additional adverse patient effects were reported.